Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and palpitations. The system was explanted. The patient was doing well post-procedure.